Event description:
This was a spontaneous report from a physician (surgeon) and concerns a pt of unspecified age and sex from the united states: local case ID number (B)(4). The pt's height, weight and medical history were unspecified. The pt was treated with human clottable protein/human thrombin (solution, topical), an unspecified dose, sprayed via pressure regulator (omrix pressure regulator), initiated on an unspecified date for a face lift (off label use). On an unspecified date after product use, the pt experienced subcutaneous emphysema in the neck. The physician reported that they had used the product in "over 500 face lifts" and this was the first time he noticed subcutaneous emphysema. The action taken with human clottable protein/human thrombin was withdrawn. At the time of the report, the outcome of the event subcutaneous emphysema was unspecified. This report was serious (medically significant). This case is linked to drug/device case (B)(4).